Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose was 500 mg/dl with high ketones that were diagnosed as life threatening. The customer received assistance in addressing elevated blood glucose with manual dose injection. The customer changed supplies, however has reverted to manual dose injections for insulin therapy and a replacement pump was sent to the customer